Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was in ICU because she was diagnosed with diabetic ketoacidosis. She stated that she had eaten dinner and bloused. During the bolus, she ran out of insulin and finished with the prime but noticed that her blood glucose kept rising. The customer mentioned that, last week, her boluses would cut out. She kept receiving insulin flow blocked alarms. At the time of the incident, the customer's blood glucose was 502 mg/dl and her current blood glucose is 300 mg/dl. She said that the symptoms of her high blood glucose that she experienced were tiredness and she treated with the pump. The customer did contact her doctor and as a result is now in the hospital on an insulin drip until the pump is replaced. The customer was admitted to the hospital on (B)(6) 2017 with the symptoms of lethargy, frequent urination and vomiting. She stated that she was wearing her insulin pump at the time of her hospitalization. However, she mentioned that the pump was taken off to treat for her high blood glucose and once her ketones were regulated, she was allowed to put the pump back on. But, she stated that her blood glucose was still rising. The customer mentioned that her blood glucose went from 250 mg/dl to 430 mg/dl. During troubleshooting for high blood glucose, she declined to check for the presence of leaks or air bubbles in the tubing/reservoir. She mentioned that she had been experiencing insulin flow blocked alarms but did not feel well enough to continue the troubleshooting. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Unit delivered all bolus programmed properly and all bolus delivered were recorded at the pump bolus history. No unexpected insulin flow block alarms were noted during testing. The insulin pump was received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.